Event description:
A report was received in 06/2002 regarding a memorylens which had been implanted in 1999 in a patient's right eye, which lens had opacified. The lens was explanted later in 2002 and replaced. The surgeon further reported that the patient had a medical history of diabetes and fuch's dystrophy, and required a corneal transplant. He stated that the "corneal transplantation necessary for chronic corneal decompensation due to fuch's dystrophy, not lens related. Vision limited due to diabetic retinopathy". He further reported that the patient is under evaluation and corneal transplant is in the early follow up period. At follow up in 05/2002 the patient's visual acuity was 20/200 od.